Event description:
It was reported that this right atrial (ra) presented high impedance measurements out of range and lack of capture, so it was examined by fluoroscopy and was confirmed to have suffered a fracture so it was attempted to be removed and during the attempt to remove it the patients superior vena cava was damaged, required surgery to repair. Subsequently this lead was partially capped and surgically abandoned, leaving a portion of this lead implanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) presented high impedance measurements out of range and lack of capture, so it was examined by fluoroscopy and was confirmed to have suffered a fracture so it was attempted to be removed and during the attempt to remove it the patients superior vena cava was damaged, required surgery to repair. Subsequently this lead was partially capped and surgically abandoned, leaving a portion of this lead implanted. A new device was implanted. No additional adverse patient effects were reported.